Event description:
The customer reported that insulin was squirting out during the prime process. Advised the customer to revert to back up. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.